Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and the ok and contrast buttons responded appropriately. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for one month. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump under garment against the body and did not clean it. It was reported that a skin was used on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.